Event description:
The customer reported that the system was not booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and ordered a new ups which was replaced by the customer, and the customer reloaded the system software. The system operates as intended.